Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 2025. Investigation summary one (1) used partial. List # mc33213 (without microclave) was returned for evaluation. As received, a crack on the female luer tubing fitment was observed. No additional damage or anomalies were observed. No mating device was returned for evaluation. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Complaint of small crack in j loop can be confirmed or replicated. The probable cause is due to a material issue on a vendor supplied part.

Event description:
A complaint was received regarding a to 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer that experienced crack. The report states that there is a small crack in j loop ¿ closest to parent. The involved patient is 0-day-old male. The affected area/unit location is in mcsa nicu. The packaging was saved. This is not a single use device that was reprocessed and reused on a patient. Sample was available for evaluation. The device will be returned via the manufacturer¿s preferred return process. The device involved in this event was not available in their facility. Date of occurrence was on 14-mar-2025. It was in use for patient care. No other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was patient involvement and no adverse event.